Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/19/2024, it was reported by a sales representative via email that an ar-4030c-08 fastthread biocomposite interference screw broke during insertion. The tibia was prepped, and the graft was passed. The femoral screw was placed, and using a wide notcher, nitinol wire, and a fast thread tap, the screw was inserter. About halfway down, it broke. The broken fragments were removed using a rongeur. The 8mm fast thread tap was reintroduced and tapped the tunnel twice more, leaving the tap in for 10 seconds. Another ar-4030c-08 fastthread biocomposite interference screw was used to complete the case. The case was minimally delayed, and the patient was not harmed. This was discovered during an autograft btb acl reconstruction procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misuse due to misaligned insertion or prying/leveraging the screw during insertion.